Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was reading inaccurately high as compared to three other meters. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue occurred on (B)(6) 2011 at approximately 8pm. The patient reportedly tested on the subject meter and compared the result obtained with 3 other meters. The reporter provided values of "366mg/dl" with the subject meter, "262mg/dl" (onetouch ultramini) "259mg/dl" (accu-check) and "264mg/dl" (freestyle) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with an unknown type/dose of insulin through pump therapy and the reporter denied that she made any changes to her usual diabetes management routine in response to the alleged issue. Approximately 30 minutes later, the patient reportedly developed symptoms of "dizziness" and despite her symptoms she did not receive any form of medical intervention. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. The subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient symptoms did not correlate with lfs' definition suggestive of a serious injury nor did she receive medical intervention. However, this complaint is being reported because the alleged subject device did not meet lfs' accuracy criteria.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. A vial of test strips with lot # 3070105 were also returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.